Manufacturer narrative:
Evaluation, results: (root cause undetermined), deformation problem (stent struts deformed); evaluation, conclusions: (root cause undetermined). (B)(4).

Event description:
A complete se device was returned to the manufacturing facility. Analysis of the returned device indicates that the stent was deformed. Details of the procedure are unknown. No patient complications reported. Evaluation summary: the deployed stent was returned with the delivery system. There was no damage evident to the delivery system. A number of stent struts were deformed.